Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia and hypoglycemia. The blood glucose level was 400 mg/dl and 49 mg/dl. The customer stated that the high blood glucose event was started on (B)(6) 2021 and low blood glucose event on (B)(6) 2021. The auto mode feature was active at the time of high and low blood glucose event. The customer was treated with insulin pump for high blood glucose level and glucagon spray, food and glucose tablet for low blood glucose level. The insulin pump will not be returned for analysis.